Event description:
Research librarian for a law firm reports that there is a law suit being taken against a hosp by one of their clients. A baby had a serious illness and may be dead. The hosp got a result (blood glucose on suspect device) that should have prompted add'l testing. The hosp did not perform add'l testing. No further details are available at this time.